Event description:
The customer reported that the device had a patient disconnected alarm and leak error. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device had a patient disconnect alarm and leak error. It was reported that the device had no circuits or oxygen connected. During troubleshooting in the pneumatics screen, the customer explained the average air reading was 46.3 slpm. The machine average for the o2 flow, and proximal average were all within specification. The remote service engineer (rse) recommended replacing the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was placed back into service.